Event description:
It was reported, the customer was experiencing low blood glucose. Customer's blood glucose dropped to 41 mg/dl. The customer also reported, they were previously hospitalized for a non-diabetes related issue. Customer stated, they experienced a stroke and headaches. The customer's blood glucose was 281 mg/dl at the time of the call. Customer has treated their blood glucose with food. Troubleshooting found the customer's time was ahead by two hours. The customer was advised to monitor their insulin pump and call back if the issue persisted. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.